Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the system did not help to alleviate the patient's pain. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included an attempt to interrogate the battery but it was overdischarged on the date of explant, on (B)(6) 2016. The issue was noted to have resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.